Event description:
The customer was hospitalized for dka. The doctor believes that the cause of the admission is site issues. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Explained the two high bg rule. Suggested the customer to call back to perform the high-pressure test when the clamp arrives.